Event description:
It was reported that a 2.75 x 15 mm tenku nc was being advanced over the guide wire, however, before entering the rotating hemostaic valve (rhv), it was noted that the hub was separated. The device was not used. Another tenku nc was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency the tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.